Event description:
Complainant alleged that during functional testing the multifunction cable on the device had an intermittent connection which resulted in the loss of ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.